Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated upon removal of the sensor, the sensor wire detached from the sensor pod and remained in her skin. On (B)(6) 2019, the insertion area was incised to remove the wire and sutured closed with two stitches. At the time of contact, the patient reported pain at the incision site. The product was evaluated. An external visual inspection was performed and failed. It was found that the sensor wire was missing. The allegation was confirmed. The probable cause cannot be determined. No additional patient or event information is available.